Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an alert for intermittent low high voltage lead impedance. Actions taken are unknown for the moment. Patient condition was reported to be good.